Manufacturer narrative:
Device evaluation: one smiths medical medfusion pump was returned for analysis in a good condition with no appearance of any physical damage. Event log history was performed and indicated that force sensor test error was recorded in history. During analysis, force sensor test error was found at power up and failed force sensor reading, at 0.00 lbs. The force reading is -1.07 lbs. And the count is at 0.00 (at 0.00 lbs. The count should be in the 30s to 40s). It was noted that the force sensor was out of calibration and the cause of the reported problem. Service will convert the returned pump into a loaner. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that out of the box a smiths medical medfusion 3500 pump exhibited a "force sensor test failure." No adverse effects were reported.